Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that a haptic was torn off and stuck inside the cartridge. There was a clear surgical residue on both devices, however, there was no visible damage noted to the cartridge. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
It was reported that the doctor attempted to insert a 21.5 diopter aq2003v three piece silicone lens and the haptic was torn by the cartridge. There was no patient contact.